Manufacturer narrative:
On january 8, 2018 the manufacturer provided to medacta international the report of the investigation performed: batch release: 30/june/2017 number of pieces released: (B)(4) comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Inspection: hpf have not received the device since it was discared by the hospital. The inspection was not possible. Conclusion: without the possibility to analyze the device, we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage or flexion.

Event description:
During surgery a drill bit was deformed/broken. There was a 5 minute delay in the case. All fragments were recovered. The surgery was completed successfully.